Manufacturer narrative:
The technician found the customer is unable to set the bed exit alarm due to the scale was not zeroed prior to placing patient is the bed, user error. Per the hill-rom user manual, warning: the patient position monitor is not intended as a substitute for good nursing practices. It must be in conjunction with sound patient risk assessment and protocol to prevent personal injury. The technician zeroed the scale to resolve the issue, no repair needed. Based on this information, no further action is required.

Event description:
The technician reported the customer is unable to set the bed exit alarm. The bed is located in the maintenance department at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).